Event description:
Philips received a complaint from a customer biomed reporting a proximal pressure sensor auto zero failed error that occurred on a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm.

Manufacturer narrative:
The customer biomed reported that after consulting with philips, the da (data acquisition) pcba was replaced. The device was operational after repairs were completed. The unit was run in test mode for 48 hours with no recurrence and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.